Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a femoral popliteal procedure, while the surgeon was suturing around closing the patient and passed through tissue, the needle broke. A new device was used to complete the case. There was no injury.